Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00072 on march 31, 2017. On 04/26/2017 additional information: the patient sample was not available for additional testing and investigation. Therefore, siemens is unable to determine the cause. Multiple meetings have been held with the customer to discuss (B)(6) issues. Based on the information provided, siemens is unable to rule out pre-analytical factors or an unidentified sample specific issue, such as a interferent. The cause for the discordant advia centaur xp hbsagii results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant advia centaur xp (B)(6) results is unknown. There is no sample left for further testing and investigation. The customer did not report a result for this sample. There has been no redraw scheduled at this time from the patient. Siemens healthcare diagnostics is investigating. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained on an aliquot of a patient sample. Repeat testing using an unopened edta/lavender tube was performed and the result was (B)(6). The primary sst tube was then tested and the result was (B)(6). The (B)(6) confirmatory testing was performed on both the sst and lavender tube. The results were not confirmed. The samples were tested on multiple instruments for (B)(6) and two instruments for (B)(6) confirmatory. A different sample from the same patient was tested previously and the result was repeat (B)(6). The sample was tested with the (B)(6) confirmatory assay and the result was not confirmed. The sample was sent for (B)(6) dna pcr testing and the result was not detected. Renal dialysis patient. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.